Manufacturer narrative:
The peritonitis occurred on an unspecified date reported as "recently. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event was not reported. The patient was hospitalized and was treated with unspecified oral drugs and an unspecified drug infusion for the event. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was withdrawn. No additional information is available.